Event description:
Procedure: ladg (gastrectomy). Reportedly, the device was applied and activated. The proper tones were made, including seal complete tone; however, when the device was removed there was a poor seal. There was a small amount of bleeding as a result. There were no reported injuries to the patient.